Event description:
Dr used a schneider 6mm x 8cm smash pta balloon to mount the 76 intrastent. He advanced the system through a 7 fr sheath into the rt iliac artery. He pressurized the balloon and dilated the stent. Upon relieving pressure in the balloon he attempted to remove the balloon. It was at this time he noticed the stent had not been positioned in the desired location and had only dilated the proximal 2/3rds of the stent. The pt was moving and not thoroughly cooperative. He was able to remove the balloon and attempted to advance a smaller balloon to dilate the distal portion of the stent. He then noticed bunching of the material but felt it was insufficiently dilated to advance another 76mm intrastent to cover the proximal lesion. At this point his attempts were unsuccessful and he noted that he could not do any more as the stent had a "brillo pad" appearance. The case was ended and the pt was scheduled for an ilio-femoral bypass on monday, in 1999.